Event description:
On (B)(6) 2018, service tech discovered odor at carbon dioxide gas manifold coming from one cylinder. Co2 outlets were tested. Tests indicated elevated levels of hydrocarbons in the co2 line, not meeting nfpa99 standards. Co2 regulator and parts of manifold were found damaged and were replaced. Further test were performed by tri testing which identified low concentrations of terpenes in the co2 lines. After corrections were made, testing was done, and nfpa99 standards were met.